Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection did not reveal any anomalies on the lead body except procedural damage. The helix was found to be retracted and clogged with blood. X-ray examination found over-torque of the inner coil consistent with procedural damage at the connector region. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length measured within specification. The cause of helix mechanism issue was isolated to the helix clogged with blood, blood on the inner coil and over-torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During the initial implant procedure, a helix rotation anomaly was observed on the right atrial (ra) lead. A new ra lead was successfully implanted to resolve the event. The patient was stable with no consequences.